Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), remote transmission noted that a power on reset (por) had occurred. No parameters have been changed. The crt-d remains in use. No patient complications have been reported as a result of this event.